Event description:
Incoming inspection of product at us initial importer identified a missing laser marking on three rods. No other mis-marked rods were found. The part labeling was correct for each rod.